Event description:
It was reported that the brake mechanism snapped while unloading the device. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was performed by a stryker medical field service technician. It was found that the cot had difficult to operate/attach/detach cot component(s) due to a broken/damaged steerlock assembly. However, the work order was canceled as the asset is being traded, and the customer realized its age after opening the work order. The serial number was not obtained by the technician at the time of evaluation. The issue was resolved for the customer by confirming no action is needed from stryker.

Event description:
It was reported that the brake mechanism snapped while unloading the device. No patient was affected, and no adverse consequence or clinically relevant delay in treatment was reported.